Event description:
It was reported that the user experienced difficulty charging the ilet pump using the wireless charging pad, as the pad indicator light blinked and would not remain solid despite attempts with multiple outlets and after testing with a phone. Symptoms included no clinical symptoms. Outcomes included no impact on health and resolution through replacement of the charging pad. Investigation included technical support review and troubleshooting with the user. Investigation of this case revealed a malfunction of the charging accessory consistent with a power or very low battery condition. It was concluded that the charging pad likely malfunctioned, and replacement was provided.